Manufacturer narrative:
(B)(4).

Event description:
It was reported that wire fracture occurred. An accustick¿ ii introducer sheath was selected for use to treat the target lesion. During procedure, it was noted that the microwire from accustick broke off in patient's kidney. Additional intervention was done and successfully retrieved the device. There were no patient complications reported.